Event description:
The customer reported that the 9900 system had a communication error and would not work. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.